Event description:
Customer sent a repair request reported with an issue of e216 scope communication error. The reported problem found on an unknown event. There was no patient harm; no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of e216. Inspection and evaluation revealed error e216 and found to be due to damage to the imaging unit. Additionally, dirt on the electrical contact of the video connector also noted to be attributed to the error e216. Furthermore, the following findings during device evaluation were noted: the curved rubber adhesive part is missing. The video connector noted cracked due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the right/left (rl) lever due to external factors. Scratches are found on the up/down (ud) plate due to external factors. Scratches are found on the right/left (rl) plate due to external factors. Scratches are found on switch 1 (sw1) due to external factors. Scratches are found on the lg connector due to external factors. Scratches on the light guide (lg) cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. The video connector case found cracked due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to being built into the tip of the scope, an abnormality (failure) of the scope connector unit (internal electric board and electric parts mounted on the internal electric board), or an abnormality (failure) of the system side. Olympus will continue to monitor field performance for this device.